Manufacturer narrative:
By checking the DHR of the lot #1608624 no anomaly was found. This is the first and only complaint received with this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to stem loosening occurred on the (B)(6) 2019. According to the info reported, insufficiency of the previous bone graft led to loosening of the stem. Date of the primary surgery is unknown and competitor prostheses were implanted. First revision occurred on (B)(6) 2019 due to loosening of competitor's implants and lima smr cementl. Rev. Stem code 1308.15.164 lot #1608624, humeral body code 1352.15.050 lot #1818357 and reverse liner (not marked in USA) were implanted. During last revision (object of current report) uncemented stem was removed and a cemented one was implanted. Event happened in (B)(6).

Manufacturer narrative:
By checking the manufacturing chart of the cementless revision stem involved (lot# 1608624) no pre-existing anomaly was found. This is the first and only complaint received with this lot#. Explanted components were not able to be sent to limacorporate for further analysis. We received a picture of the prosthesis explanted + a single x-ray image referring to the pre-op revision surgery (exact date unknown). Following the medical consultant judgement received on the case, based on the few info provided: "we have a single ap image of a cementless smr humeral component and a tounier (?) Glenoid component. The latter shows no features of concern.the humeral component shows subtle lysis in the upper half of the lateral stem which is consistent with possible loosening or infection. Purely on the basis of the number of procedures I would have a high index of suspicion of infection and at least would set about to rule that out. I think with the limited information available that is as much as I can say." Unfortunately, no info about suspected infection received from complaint source. Stating that: · by checking the sterilization chart of the involved lot# (1600279), no pre-existing anomaly was found on the overall number. Therefore, we can ensure that all the products placed on the market with these lots have been properly sterilized before being placed on the market; · manufacturing records were checked confirming the batch number involved (1608624) was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of 20 cementless stems manufactured with the same lot#; · explanted components were not available to be returned to limacorporate for further analysis. And by considering that: · a mixed prosthesis (components from different manufacturers) was implanted during time; · complaint source reported that loosening of the cementless stem previously implanted was probably due to insufficient bone graft performed during surgery on (B)(6) 2019; we can conclude that this event is not product related. Pms data we are aware of a total of 3 cases of revision surgery due to loosening of a smr cementless revision stem on a total of more than 3050 cementless revision stems belonging to the family 1308.15.xxx sold ww. Revision rate = 0.1%. No specific action for this case. Lima corporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Revision surgery of a smr reverse shoulder prosthesis performed on the (B)(6) 2019 due to smr cementless revision stem loosening. According to the info reported, the loosening of the cementless stem previously implanted was probably due to insufficient bone graft performed during surgery on (B)(6) 2019. Following, the complete clinical history of the patient: · primary surgery (exact date unknown): competitor prostheses implanted; · first revision surgery performed on (B)(6) 2019 due to loosening of competitor's implants. During this first revision surgery, a lima smr cementless revision stem code 1308.15.164 lot #1608624, humeral body code 1352.15.050 lot #1818357 and reverse liner code 1360.50.010 lot #18at2mp were implanted; · during last revision surgery performed on 3rd of september 2019 (object of the current report) lima cementless revision stem was removed and a lima cemented one (code 1309.15.164, lot#1413821) was implanted. Patient data: 69yo female. No further information available due to privacy requirements. Event happened in australia.